Event description:
As reported by the field clinical specialist, during transfemoral tavr procedure, the 26mm sapien 3 ultra valve was deployed 80:20 aortic/ventricular in the native aortic annulus. Post deployment the patient was slow to recover post rapid pacing. No echo was present in the room. CPR was initiated and the patient was intubated. Echo showed no effusion and visualized that the valve embolized into the left ventricle. The physician states the valve embolized during CPR. No post aortagram was performed and no fluoro was used to visualize valve in the ventricle. An intra-aortic balloon pump was placed. Patient was transferred to ICU. Additional information is not available at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint was unable to be confirmed as device was not returned and there were no imagery or medical records provided for evaluation. As the device was not returned, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The complaint was unable to be confirmed without procedural imagery or return of the complaint device. As the device was not returned, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. However, review of the device history review (DHR) and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, the compression force applied to the chest during CPR could have caused the valve to deform. The deformed valve may not be able to hold steadily within the native annulus which subsequently lead to valve embolization toward ventricle. As such, available information suggests that procedure factors (CPR) may have contributed to the complaint event. However, without procedural imagery, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a device malfunction contributed to this adverse hypotension. Investigation results indicate that the hypotension post-deployment of the valve was due to procedural factors (rapid ventricular pacing). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions, nor product risk assessment are required at this time.

Event description:
As reported by the field clinical specialist, during transfemoral tavr procedure, the 26mm sapien 3 ultra valve was deployed 80:20 aortic/ventricular in the native aortic annulus. Post deployment the patient was slow to recover post rapid pacing. No echo was present in the room. CPR was initiated and the patient was intubated. Echo showed no effusion and visualized that the valve embolized into the left ventricle. The physician states the valve embolized during CPR. No post aortagram was performed and no fluoro was used to visualize valve in the ventricle. An intra-aortic balloon pump was placed. Patient was transferred to ICU. The hypotension post-deployment of the valve was due to slow recovery from rapid pacing run. The valve was not explanted. Patient passed away. Per follow-up, the cause of death is due to the fully deployed valve being embolized into the ventricle during CPR and physician stated patient was not a surgical candidate and did not wish to proceed any further.

Manufacturer narrative:
Update to b2, b4, b5, b7, g3, g6, h1, h2, h10.

Event description:
As reported by the field clinical specialist, during transfemoral tavr procedure, the 26mm sapien 3 ultra valve was deployed 80:20 aortic/ventricular in the native aortic annulus. Post deployment the patient was slow to recover post rapid pacing. No echo was present in the room. CPR was initiated and the patient was intubated. Echo showed no effusion and visualized that the valve embolized into the left ventricle. The physician states the valve embolized during CPR. No post aortagram was performed and no fluoro was used to visualize valve in the ventricle. An intra-aortic balloon pump was placed. Patient was transferred to ICU. The perceived cause of hypotension post-deployment of the valve was due to rapid pacing for an extended amount of time. The valve was not explanted. Patient passed away. Per follow-up, the cause of death is due to the fully deployed valve being embolized into the ventricle during CPR and physician stated patient was not a surgical candidate and did not wish to proceed any further.